Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed low battery alert and also mentioned during troubleshooting that they experienced high blood glucose of 560mg/dl on (B)(6) 2017. Customer declined to troubleshoot for the high readings. Customer stated they treated with syringe. The customer was assisted with troubleshooting for low battery and resolved issue and was advised to monitor insulin pump. The insulin pump will not be returned for analysis.